Manufacturer narrative:
The tech found the seal of the CPR/trend valve was bad. He replaced the CPR/trend valve to repair the bed.

Event description:
Info received indicates the bed has no trend function.